Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the programmer (+) button is sticking and the patient is having trouble adjusting the stimulation. The patient states she presses the button once, but the stimulation increases several bars. A new programmer was sent to the patient. Follow-up determined the patient's issue has been resolved.